Event description:
It was reported by the patient of receiving ninety-two shocks in a forty minute period of time. During that same year, the implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) within the same year of implant. It was further noted that the original implant date was after the "use before date" of the ICD. The ICD was explanted and replaced. The patient suffered anxiety due to the situation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).